Event description:
The customer reported to olympus, the nozzle of the evis lucera elite colonovideoscope was clogged. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for correction to event description.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function (a) inspection of water feeding 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned product was cleaned, disinfected, and sterilized before sending for repair. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was presoaked in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. Device evaluation noted that due to clogging of nozzle, water removal ability does not meet the standard value. There were few additional findings during device evaluation. Adhesive on bending section cover had a crack and white clouded area. Adhesive around objective lens and light guide lens had white-clouded area. The distal end cover, connecting tube and protector of universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. Upon receipt inspection of the returned device, it was noted that the nozzle was clogged. A detailed device evaluation revealed foreign material clogged in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.